Event description:
It was reported to philips that the device is not delivering a shock. (18apr 2022 - (B)(6)): (B)(4) was identified as a duplicate of this report the manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was the alignment of the paddle kit, which was reseated and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the shock is not being delivered through the defibrillator. There was no patient involvement.